Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's hip was revised. A 28mm universal ceramic head and +2.5mm adapter sleeve were implanted. Update: "reason for revision was due to dislocation of hip." Left side.